Event description:
New information received notes that the patient did not experience any adverse consequences due to the loss of capture. The patient¿s condition during and post procedure was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that failure to capture was observed on the right atrial lead. It was noted that provocative test results were negative. The lead was repositioned. No further information was reported.